Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the patient was managed with oral meds for pain. The pump will be replaced, but was not yet scheduled. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving bupivacaine 5 mg/ml for a total dose of 1.6 mg/day, compounded baclofen 150 mcg/ml for a total dose of 49 mcg/day, and unknown morphine 40 mg/ml for a total dose of 13 mg/day via an implantable pump for spinal pain. It was reported a motor stall was seen at initial interrogation, and the patient did not recently have a magnetic resonance imaging (MRI). Pump status and/or event log reported an active motor stall occurred and stopped pump period may exceed tube set. The patient had symptoms and heard the pump alarm on (B)(6) 2017. The patient went to the emergency room for symptoms, and was still admitted. The patient had a computed tomography (CT) scan on monday ((B)(6) 2017). The patient experienced pain and diarrhea. It was later reported on (B)(6) 2017 that on (B)(6) 2017 the pump was set to minimum rate and on (B)(6) 2017 the patient was seeing the healthcare professional (hcp) to discuss replacing the pump. The cause of the motor stall was not determined. The patient stated they have not undergone any diagnostic scans prior to the alarm. The motor stall had not yet been resolved, and the patient was being managed orally for pain. It was noted that the pump would be returned for analysis if replaced/explanted. The information provided was confirmed with the hcp. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was received for analysis without documentation.

Manufacturer narrative:
Hospitalization should be checked as an outcome attributed to the adverse event. This was not checked on the previous report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Destructive analysis of the pump identified gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Evaluation codes updated. If information is provided in the future, a supplemental report will be issued.